Event description:
The customer reported the ventilator displayed a peak inspiratory pressure (pip) that was higher than the set pressure. The customer reported the ventilator was in use on a patient and there was no patient harm. As reported by the customer, the displayed pip was 2-4 cmh2o above set pressure. During patient use, the reported pressure differential may result in cardiac or ventilatory compromise which could be detrimental to the patient. The device was being used in s/t mode. The device is pending service.

Event description:
During evaluation of the device, the manufacturers service technician was able to confirm the reported problem. The service technician reported blower resonance impacted the pressure sensor which generated the reported pressure. The service technician reported adjustment of the dampening ring between the blower and gas outlet corrected the reported problem. Applicable final testing was performed and no further reoccurrence was reported.

Manufacturer narrative:
Supplemental report. Adjustment to dampening ring.

Manufacturer narrative:
Device pending service.